Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a social media complaint for conflicting results with the binaxnow¿ covid-19 antigen self test otc 2 test pack on posted on (B)(6) review board. The customer posted the following on the (B)(6) review board: "positive then negative! Binaxnow covid[?]19 antigen self test (2 CT.) @ (B)(6) 2 months ago worthless! I had covid back in april of last year. We bought his kit and I took the test back to back. Tested positive and then negative! So we just flushed money down the toilet. Worthless! Worthless." Despite multiple attempts to obtain additional information, no information will be provided.

Manufacturer narrative:
This report is being filed to update the awareness date in g3. After further review it was determined that the awareness date needed to be corrected. This information was received 27jan2022.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
Investigation summary: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.